Manufacturer narrative:
(Conclusions): the pt was placed in prone position on the breast coil. According to the given info, the pt panicked and lifted her self up from the coil. She had some room inside the bore and most likely she fractured the rib when coming into contact with the upper part of the bore. It is clear that in this case the mr did not malfunction nor was related to the occurrence of the injury. The instructions for use already contain extensive warnings related to coil and pt positioning, and there is a note indicating to the operator that the pt may experience oppressive effects when moved into the scanner which can cause pt injury.

Event description:
This report is being filed upon notification from our mr MFR to submit this event. Problem: the pt was positioned in the mr for a breast exam. Apparently, she panicked and lifted herself up from the coil. The result was a broken rib.